Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735736, version #: 1.2.0. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional had a cerebrospinal fluid (csf) leak during the case. There was no impact on patient outcome. No further information is known. The manufacturer representative stated that they have not been back to the site and the site has not reached out to them regarding the reported issue. The site was informing the rep to let them know there was a csf leak. The site didn¿t notify the rep of the issue they heard it from another rep. There was no mention of the navigation system being the reason. The site stated that the account was not alleging inaccuracy with the medtronic product to the sites knowledge.

Manufacturer narrative:
The software analysis determined that the information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.